Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick otw balloon ruptured. The lesion was located in the proximal left anterior descending (lad) artery. The balloon was advanced to the lesion but "slipped" on the first inflation. Upon the second inflation, the balloon ruptured at 6 atms. The procedure was successfully completed with an unk device. No pt injuries or complications were reported.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.